Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of 3dmax light, patient was diagnosed with adhesions, pain, obstruction and seroma thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and seroma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with implant of 3dmax light mesh (device #1). Per operative notes, ¿there was a piece of hernia mesh noted overlaying the underlying vasculature and pelvic floor. This was peeled up and indirect inguinal hernia was noted. The 3dmax light mesh (device #1) was placed in the abdominal cavity around the cord structures." (Note: the seen mesh was unknown during this repair) (B)(6) 2019 - patient was diagnosed with multiple ventral hernias causing and pain and discomfort thereby underwent open repair with implant of phasix st using ops (device #2). Per operative notes, "there were multiple ventral hernias identified. Some of them had incarcerated contents within them. All the incarcerated contents and adhesions were reduced. A phasix st using ops (device #2) was placed to undersurface of the fascia and sutured." (B)(6) 2019 - patient was diagnosed with small bowel obstruction and small bowel adhesions thereby underwent removal of 3dmax light mesh (device #1) and phasix st using ops (device #2). Per operative notes, a small pocket of seroma was noted. Identified a layer of permanent mesh (device #2) in the periumbilical region and that was dissected. The loops of small bowel with interloop adhesions and dense adhesions to the peritoneum, right pelvis at the site of inguinal hernia repair were removed. Several strands or ends of mesh (device #1) that were not fully incorporated and were removed. Attorney alleges that patient had adhesions, bowel obstruction, hernia recurrence, seroma, pain and suffering.